Event description:
The customer's parent called and reported the customer fell off a boat into salt water with the insulin pump on. Customer's blood glucose was 84 mg/dl. It was also stated that there was fluid under the display of the pump. No alarms were noted, but the display never returned. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, keypad or vibrator. The insulin pump had no button response due to an unlocked keypad connector noted during the visual inspection. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.